Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However, due to a lack in telemetry history the cause for the hi channels cannot be determined. In order to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated. This is a final report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, movement of the device housing from its original position has been noticed; this might have also been caused by an external mechanical impact, as mentioned above. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient's hearing performance with the device was affected. The patient has been re-implanted.